Event description:
It was reported that signal loss over one hour occurred. On the day of the event, the patient woke at 6:00pm. Her unspecified pump cgm display device beeped and there was an error message showing "out of range." The last cgm reading prior to the error state was not specified nor clarified. Suddenly, she felt weak. She checked the bg and it was 297 mg/dl. It was not specified whether she self-treated the symptomatic hyperglycemia. About an hour later, the cgm connection was still not coming back, so she decided to do a bolus from her pump. Also, she changed her sensor. While waiting for the warm up, the patient's symptoms persisted and she felt weak and had a little bit of dizziness. She decided to go to the hospital with the help of her friend around 7:30am. There, the emergency room (ER) doctor immediately checked her glucose level but they didn't tell the reading to the patient. She was reportedly conscious the whole time. The patient was treated with fluids (2 bags of saline solution) for 3-4 hours. The sensor finally reconnected after 3 hours of having "out of range" on the display device. The cgm upon restoration of signal was not specified nor clarified. The patient reportedly felt fine after 3-4 hours in the hospital and went back home around 11:30am. At the time of the report the same day, the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.